Event description:
It was observed that during the device evaluation, the subject device exhibited damaged cable sheath, contact point corrosion, coupler corrosion and charge coupled device (ccd) unit pin corrosion. There was no patient involvement.

Manufacturer narrative:
E2: no. Based on the results of the investigation, a definitive root cause of the reported issues could not be determined. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.